Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station experienced a network outage, preventing access to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station observed network outage issue. A field service engineer (fse) connected with the customer; it's been reported that the device had been offline overnight and unable to access the station. The customer confirmed that an onsite network issue had been resolved and the devices were showing online in remote support service (rss), and the fse successfully remoted into them without issues. A follow-up was conducted the next morning, and the customer confirmed that all devices were functioning correctly. The system functioned as intended after the field service engineer investigated the issue with the device.